Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for e ssential tremorand movement disorders. The rep reported that the eri date was not aligning with what it should be after performing the 15 year update on the patient's ins. Additional information received from a manufacturer representative (rep) on (B)(4) 2018. The rep reported that the date displayed was taking into consideration an overdischarge state. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's battery had a depleted charge. The patient met with the rep at a hospital so they could inspect the existing recharger and patient programmer for proper performance. After checking the equipment, all components seemed to be working properly. The patient was educated the proper method to charge the battery recharger, as well as how to efficiently recharge their ipg. In addition, the rep educated the patient on the proper process of checking the status of their ipg with the patient programmer. No further complications were anticipated. On (B)(6) 2017 (rep): additional information was received. The patient weight was unknown.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there was no communication with the patient programmer, implantable neurostimulator recharger (insr), or clinician programmer. Caller was told to attempt antenna locate feature to determine optimal antenna position. This resulted in the values of 64-68 70. Caller further reports after antenna locate, he is now seeing all 8 coupling bars and is charging at a twenty-five percent quartile. Troubleshooting involved telling the caller to continue recharging and clear power on reset as soon as the device is twenty-five percent charged. It was further reviewed that the patient should not attempt to turn on/off the device until the power on reset is cleared. Patient should continue to charge until device is full. No symptoms were reported. No further complications were reported or anticipated with this event.